Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia after reconnecting the ilet following a hospital stay without the pump, with a highest continuous glucose monitor (cgm) reading of 391 mg/dl and a confirmatory glucometer value of 444 mg/dl, and the event was associated with reconnecting the pump before a new cgm sensor was started; troubleshooting and education were provided regarding pump recovery of glucose levels, and no device component was implicated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.